Manufacturer narrative:
The t:slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was greater than 600 mg/dl. The customer was to have supplies delivered to treat the high bg level. As the customer did not have any replacement supplies during phone call with tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer indicated the cannula had been in use for 5 days.